Event description:
Surgery was performed on (B)(6) 2013, using a locking compression plate (lcp) for a distal femur (df) plus cb (unable to verify abbreviation) for a femoral diaphyseal fracture. The patient started rehabilitation of partial-load but experienced pain. The surgeon took x-rays and confirmed the breakage of the plate. Revision surgery was performed on (B)(6) 2013. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
(B)(4). The locking screw for this event was not initially reported as being broken by the complainant. The screw was returned on (B)(6) 2014, the complaint was updated to include the screw and determined to be a reportable adverse event on (B)(6) 2014. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The plate and screws raw material papers were reviewed and met specifications. The dimensions of the plate and screw were measured and both met specifications. A scanning electron microscope (sem) was used for the examination. The crack started at the upper side of the plate and at the outside of the locking screw and ran into the material. A secondary crack initiation zone is documented on the lower side on part b of the plate. After breaking, the two fragments rubbed against each other causing destruction of the fracture surfaces (abraded areas). Based on the topography of the fracture surface, we can conclude that the implants were subjected to high two sided dynamic bending loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to the first crack and finally to the overload respectively to the fatigue fracture of the implants. Postoperative activities of the patient may have played a certain role also. A failure resulting from either a material defect of the manufacturing process can be excluded. Placeholder.